Manufacturer narrative:
The reason for this complaint was due to the glenoid retaining screw shearing off at the proximal end of the threads and is still in the patient. The event occurred during surgery, near the patient. The agent was present and was able to find a suitable replacement device after the reported device broke. The surgery was completed as intended, and without delay. No adverse event, patient risk, or negative outcome due to the incident were reported. A review of the device history record shows that the glenoid head's retaining screw met design and manufacturing requirements when released for use. There were no nonconforming material reports associated with the production of this lot that may have contributed to the reported event. No complaints have been filed against any other heads or screws from the glenoid head's production lot. Fifteen complaints with similar failure mode have been filed: four of these state that a torque-limiting driver was used to install the retaining screw, while the other eleven complaints either state that the surgeon used another type of driver or state that it wasn't reported what kind of driver was used. The most likely root cause of this complaint was cross-threading during screw installation. Rsp surgical technique specifies that a torque-limiting driver should be used to insert the retaining screw into the tapered head-baseplate assembly to prevent the use of excessive torque from breaking the screw. Since this complaint's surgical team used the correct torque driver, one that passed torque testing both during operation and after returning to djo for examination, this may point toward accidental cross-threading as the cause of the screw breaking. This was an isolated incident of human error, not a process issue.

Event description:
Complaint - due to glenoid retaining screw shearing off at the proximal end of the threads and is still in the patient.